Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Reporter stated that customer received the following results on the mobile system within 2 minutes: 250 mg/dl, 150 mg/dl and 47 mg/dl. The customer had unspecified hypoglycemic symptoms at the time of these results. The customer self-treated with food (unspecified) and felt better. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.